Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 536 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was elevated creatin and blood urea nitrogen level. Customer was wearing the pump at time of hospitalization. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer has already completed. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.